Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital reporting intermittent shocking sensations down neck and arm, worsening bra dykinesia, and tremors. The patient did not have any falls or accidents recently. The physician had interrogated the system earlier that morning and found an abnormal impedance on all combinations of 11 around 20,000. The patient had been programmed on 11+ 9- 4.9v, 100pw, 180hz. The physician decided to reprogram the patient to 10+ 9- 4.0v, 100pw, 180hz. When the manufacturer representative (rep) saw the patient later that morning, they ran another impedance check and found the impedances were within normal range. The physician was made aware of the intermittent impedances. The physician decided to leave the patient on the new program and the patient was no longer feeling shocking sensation. Another physician stated they would try to reprogram the patient around the high impedance rather than replacing the battery/extension. The issue was resolved.